Manufacturer narrative:
Device passed displacement test. Device received with cracked keypad overlay on select button. The test reservoir stay locked in place noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 400 mg/dl. Customer stated that the insulin pump was cracked. Customer was using auto mode. Customer stated that the insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed-unk.